Event description:
Patient presented to the physician with healing issues at the neck incision and had developed a lump at the site. Physician prescribed antibiotics. Patient presented back to the physician with the stimulation lead eroded through the skin and an infection at the neck incision site. Physician brought the patient into the or and removed the entire inspire system. Prior to closing the neck incision, physician flushed the area with an antibiotic solution. Physician prescribed antibiotics after the procedure.